Manufacturer narrative:
At this time, the customer will not be returning the device for eval. If the device is received, a follow-up report will be submitted. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
User facility mandatory medwatch received that stated: "pt climbed out of bed and fell onto IV pole which was a hook like protrusion from lower end of pole sustaining a laceraction overlying sternocleidomastoid muscle." Upon further query, the following info was provided indicating an adverse pt event. The customer contact reported the nonresponsive pt was in bed with the siderails up when the nurse left the room. After an unspecified length of time, after the pt was last checked, the nurse returned to the pt's room and found the pt on the floor with a laceration to the neck. The pt was transferred to another hosp for surgery to repair the laceraction. The surgery was reportedly successful. The customer contact indicated that the pt may have woken up and fell while climbing over the siderails, hitting the IV stand. Though requested, no further info was provided.